Manufacturer narrative:
Technician found that the micro switch is not activating, defective trendelenburg limit switch. The technician replaced the trendelenburg switch assembly to resolve the issue.

Event description:
Technician alleged that the bed will not go into reverse trendelenburg. No injuries.